Manufacturer narrative:
Device used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: x-rays taken interoperative to retrieve the fragments. An evaluation was performed on the returned device. As received condition of device; a portion of the distal tip broken off. The broken tip was not received. The balance of the tool is in good condition and the etchings are legible. One cannulated stardrive screwdriver shaft, t8, quick coupling, part number 03.226.004, was received with the complaint category of broken: tip broken intraoperatively. This instrument is used for inserting and extracting headless compression screws in procedures for the fixation of small bones and small bone fragments. This information is provided per the 2.4mm and 3.0mm headless compression screws technique guide. The returned screwdriver shaft was received with a portion of the distal tip broken off. It is broken such that a 3mm length is missing from three quarters of the distal tip and was not returned. The last quarter of the distal tip is intact. The balance of the tool is in good condition and the etchings and markings are intact. The break is consistent with the result from torque in excess of that required for its intended use. Per the technique guide the screw is to be inserted and extracted by hand. The complaint condition cannot be replicated because the screwdriver shaft is already broken but the complaint condition is confirmed and likely the result of the method of use. A review of the current edition of the design drawing was performed. The 1.18mm cannulation is necessary to provide precise screw placement via a 1.1mm guide wire and the t8 stardrive geometry at the tip is necessary to engage the t8 stardrive recess in 2.4mm and 3.0mm self-drilling, self-tapping cannulated headless compression screws. (B)(4). Thus, the design was found to be sufficient for its intended use and the complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is confirmed and likely the result of torque in excess of that required for its intended use. The design was found to be sufficient for its intended use and adequately addresses the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the cannulated stardrive screwdriver shaft tip broke off during an open reduction internal fixation of a right scaphoid fracture. When the surgeon was inserting and tightening the screw; the tip of the screwdriver shaft broke off into the patient. The surgeon had to extend the incision and use intraoperative x-rays to retrieve the fragment. During the retrieval the one fragment broke off into three fragments. The surgeon was able to retrieve all three fragments and confirmed by x-ray that none were left within the patient. The procedure was completed successfully with a spare screwdriver without patient harm and no delay in the procedure. This report is for 1 of 1 complaint (B)(4).